Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin b12 ii on a cobas e411 rack. The sample initially resulted in a vitamin b12 result of 88 pg/ml. The sample was repeated on (B)(6) 2025, resulting in a value of 260 pg/ml.

Manufacturer narrative:
Calibration and controls were acceptable. The field service engineer replaced the measuring cell and adjusted probes. After performance of the service actions, the analyzer was working according to specifications. The customer did not use a cup adapter required for 13 mm. Diameter tubes. The investigation determined the issue is consistent with missing required cup adapters leading to a mis-sampling medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The customer provided the specific data values for the complained sample. The initial vitamin b12 patient value was 88.08 pg/ml with a data flag and the repeat value from (B)(6) 2025 was 260.0 pg/ml.